Manufacturer narrative:
The insulin pump had no unexpected low battery alerts/anomalies noted during testing. The insulin pump passed off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump was received with missing horizontal line segments due to cracked zebra connector on lcd board. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump had moisture damage on all electronic assemblies noted. A corrosion on motor assembly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it seems like her insulin pump is running out of batteries more frequently and her battery is lasting only 3-4 days. Customer stated that the battery did last more than 1 week. Customer stated that she does do excessive button pressing. Customer was advised that the pump will be replaced due to physical damage. Customer reported that she was also hospitalized on (B)(6) 2016 with a blood glucose level over 600 mg/dl. Customer's current blood glucose is 150 mg/dl. Customer had symptoms such as a headache and nausea. Customer does not want to troubleshoot the pump. Customer was admitted with a blood glucose level over 750 mg/dl. Customer stated that her face was numb and she had cortisone shots. Customer had diabetic ketoacidosis and was in the intensive care unit for 4 days. Customer was on insulin drip for a few days and then was later put back on the pump. Customer was wearing the pump at the time of the hospitalization.